Event description:
It was reported that during occlusion of the terminal segment of the right internal carotid artery (ica) procedure, the operator used a balloon guiding catheter (bgc) in conjunction with the subject catheter. Due to some damage to the bgc on the aortic arch side, normal passage of the subject catheter during delivery was impeded by significant resistance. After applying slight force, the operator noticed that under digital subtraction angiography (dsa) the tip of the subject catheter had the distal marker ring missing. Prior to the surgery when the packaging was opened, the marker at the tip of the subject catheter was normal. The abnormality was only discovered when the subject catheter was being delivered out of the bgc. Upon subsequent retrieval and inspection of the product, it was found that the tip of the subject catheter had been damaged. The physician performed angiography to confirm that the marker was not within the patient's vasculature, speculating that it might be inside the bgc. The surgery was then completed using a microcatheter and a thrombectomy stent from another manufacturer, and the procedure concluded successfully. No clinical consequences were reported to the patient.

Manufacturer narrative:
H3 device evaluated by mfg ¿updated d9 product available to stryker ¿ updated d9 returned to manufacturer on ¿updated due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the catheter shaft was intact. The catheter tip was broken/fractured, and the marker band was separated. The catheter hub was intact. There was procedural fluid on the surface of the catheter shaft. The procedural fluid dissolved when submerged in warm water. During functional inspection a 0.059" patency mandrel was advanced, and resistance was felt at 59cm from the proximal of the hub. The catheter shaft was cut at 59cm and procedural fluid was identified. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported, 'the patient had an occlusion in the terminal segment of the right internal carotid artery (ica). A balloon guiding catheter (bgc) and the subject catheter were used, but damage to the bgc caused resistance during delivery. After applying slight force, the physician noticed under digital subtraction angiography (dsa) that the subject catheter¿s distal marker ring was missing, though it was intact before surgery. Fluoroscopic inspection was not continuous, and the issue was discovered only when removing the catheter. The missing marker was not found in the patient¿s vasculature and was suspected to be inside the returned bgc. The physician switched to a long sheath and another catheter, completing the procedure successfully with a microcatheter and thrombectomy stent'. Additional information provided by the customer indicated that the device was prepared according to the directions for use, with no damage noted to the packaging prior to opening. The device was confirmed to be in good condition during preparation and before use on the patient. A continuous flush was set up and maintained throughout the clinical procedure. It is important to note that the patient's anatomy was severely tortuous, which played a significant role in the challenges encountered during the procedure. The device was returned for analysis, and it was noted that the catheter shaft was intact. The catheter tip was broken/fractured, and the marker band was separated. The catheter hub was intact. There was procedural fluid on the surface of the catheter shaft. The procedural fluid dissolved when submerged in warm water. Despite these issues, the catheter hub remained intact. The as reported events: ¿ro marker(s) detached/separated/not visible under fluoroscopy' and 'catheter shaft difficulty advancing' as well as the as analyzed events: ¿ro marker(s) detached/separated/not visible under fluoroscopy', 'catheter tip broken/fractured during use' and 'catheter shaft blocked/occluded' will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that during occlusion of the terminal segment of the right internal carotid artery (ica) procedure, the operator used a balloon guiding catheter (bgc) in conjunction with the subject catheter. Due to some damage to the bgc on the aortic arch side, normal passage of the subject catheter during delivery was impeded by significant resistance. After applying slight force, the operator noticed that under digital subtraction angiography (dsa) the tip of the subject catheter had the distal marker ring missing. Prior to the surgery when the packaging was opened, the marker at the tip of the subject catheter was normal. The abnormality was only discovered when the subject catheter was being delivered out of the bgc. Upon subsequent retrieval and inspection of the product, it was found that the tip of the subject catheter had been damaged. The physician performed angiography to confirm that the marker was not within the patient's vasculature, speculating that it might be inside the bgc. The surgery was then completed using a microcatheter and a thrombectomy stent from another manufacturer, and the procedure concluded successfully. No clinical consequences were reported to the patient.